Event description:
Information was received from trial patient rep regarding an external neurostimulator the reason for call was trial patient rep mentioned that the trial patient just got the trial yesterday and today they experienced shocking sensation. Agent redirected the trial patient rep to the hcp however; they mentioned that hcp is not answering. Agent sent message to the field for visibility. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were going through a trial and something was wrong with the device and the issue began today. Patient stated the device kept turning itself off and on randomly and the voltage would be real crazily high and their legs would start shaking. During the call patient service walked patient through connecting to their therapy and patient noted their therapy was off but it didn't feel right and they felt the same. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep) stating the patient had the stim removed and they have no more information.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.